Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. This reported event was found during a publication review where the patient information is anonymous and specific device information for this patient is not provided.

Event description:
Published in annals of vascular surgery , "new conception of relining in evas' era: a monocentric case series study, by saitta et al (italy)". The case reported as case #3 was an aorto-aortic surgical graft then repaired using afx endograft or a distal anastomotic leakage. The patient was under surveillance. In july of 2017, an endoleak with aaa enlargement and left common iliac aneurysm was discovered. A computerized tomography scan (CT) was performed. A type I and ii endoleak were excluded. A type 3b endoleak was speculated for the presence of contrast medium at the level of the aortic bifurcation. According to the patients legal specifications, open conversion was not an option. The patient was relined with the nellix sealing system (140mm on the right and 150mm on the left). A good final result was obtained. This reported event was found during a publication review where the patient information is anonymous and specific device information for this patient is not provided.